Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a pump reading of 303 mg/dl and a confirmatory fingerstick of 307 mg/dl, while using a contact detach infusion set; the pattern suggested possible infusion into scar tissue with initial downward trend after meal announcements followed by a plateau. Symptoms included elevated blood glucose. Outcomes included resolution efforts through a full supply change, after which no kinks, leaks, or visible damage were found with the removed set. Investigation included guided troubleshooting and education. Investigation of this case revealed suspected suboptimal infusion site absorption consistent with scar tissue, with no device or component damage identified on user inspection. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.